Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that four months after the implantation surgery the patient had intensive pain. There was no reported trauma; before this the patient was okay. During x-ray examination a broken plate was observed. The device was reportedly explanted on (B)(6) 2016. The provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be confirmed but no comment could be made related to the healing status. Concomitant devices: 5.0 locking screws (part 412.2xx, lot unknown, quantity 8). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (ti lcp(tm) distal femur plate 9 holes/236mm-left, part number 422.255, lot number 9691807). The subject device was returned with the complaint condition reporting that the plate broke postoperatively approximately four months after implantation. The patient experienced intense pain. The patient had not reportedly suffered a trauma at the time the pain began. The subject device was received broken in the middle section. The laser etching was legible. The surface of the plate has scratches and evidence of abrasion. The threaded holes exhibit signs of intense use. A device history record review was completed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: oct 31, 2015. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The raw material certificates were reviewed and it was confirmed that the raw material met specifications. All dimensions relevant for the function of the subject device were measured and were confirmed to be within specification. The complaint condition is confirmed; however, the condition is not valid from a manufacturing perspective. No manufacturing issues were identified during the investigation. A root cause could not be definitively determined based on the available information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.